Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed, during on-site sample service, as an f-94 alarm. The root cause was determined to be defective batteries. The batteries were replaced to correct the reported condition.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump would "only turn on 1 channel". It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, nor adverse reaction is associated with the reported condition. No additional information is available at this time.